Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right side was jumping and causing pain. This was also affecting the patient's breathing. The patient was seen in the emergency room one week ago, but the device was not checked. The patient will go to the emergency room again to have the device checked. The device remains in use. No patient complications have been reported as a result of this event.